Event description:
It was reported that during a device changeout procedure the physician indicated there was a left ventricular (lv) lead "failure." The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model: d314trg, ICD; implant: (B)(6) 2012. (B)(4).